Event description:
It was reported that the collected blood could not be transferred from the reservoir to the blood bag. None of the collected blood was reinfused, and the pt rec'd a blood transfusion from a blood bank.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is returned, a follow up will be filed.